Event description:
A pt underwent a surgical procedure on (B)(6) 2016 and dermabond advanced topical skin adhesive was used. When the internal glass vial was cracked, a shard of glass penetrated the plastic tube and the physician's glove puncturing the physician's finger. Physician listed as pt in report.